Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer the patient came to the hospital for maintenance and found that the extension tube was broken. The head nurse immediately extubated the tube after discovering it. At present, the patient is normal and has no other symptoms. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the extension leg was confirmed but the cause is unknown. Three photographs of the implicated single-lumen groshong nxt catheter were returned for evaluation. A complete circumferential break was seen in the extension leg tubing slightly distal of the luer adaptor oversleeve. The break appeared angled, and the edges of the break were jagged and irregular. The characteristics seen on the sample were indicative of a material break. However, the submitted photographs did not contain distinguishing features which could aid in the identification of a specific root cause for the break. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer the patient came to the hospital for maintenance and found that the extension tube was broken. The head nurse immediately extubated the tube after discovering it. At present, the patient is normal and has no other symptoms. No other information was provided.